Event description:
Customer reported a "defective set". Customer states set found to have a leak between the blue section and where the silicone starts at the upper fitment. No patient harm reported; no medical intervention. Unable to provide additional clinical information at this time. Product return requested. If set received, a follow up report will be submitted.